Event description:
Caller reported that the pump battery was depleting too quickly, leading to a pump shutdown. As a result, the customer's blood glucose level exceeded 500 mg/dl, but the exact highest value was unknown. The customer addressed the high blood glucose level by administering a correction bolus via the pump. Technical support informed the caller that it is normal for a battery to deplete up to 15-35% per day; the caller understood and acknowledged this information.